Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing bent event on 08-nov-2024. The leakage was in the tubing. The infusion set was in use for 48-72 hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.